Event description:
It was reported the device and leads were replaced due to noise. It was also noted the sic (short interval count) started to climb after the last follow-up visit, indicating oversensing. The pace/sense portion of the model 6944 had been previously capped and replaced with the model 5076 for pacing/sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or serial number for the leads, the manufacturing date cannot be determined. Evaluation summary: the actual device and leads were not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted, and the lifetime sic (short interval count) was 41636, indicative of oversensing.